Event description:
Based on additional information received on (B)(6)-2015, this case initially considered non-serious was upgraded to serious as serious events of cellulitis, erythema and septic joint with seriousness criteria as required intervention were added. Also, the event of "fluid retention in knee/120ml of fluid removed from knee/had 80ml removed" previously considered non serious was upgraded to serious with seriousness criteria as required intervention. This unsolicited case from canada was received on (B)(6)-2015 from a pharmacist. This case concerns a (B)(6) male patient who developed cellulitis, septic joint, erythema, had fluid retention in knee/120ml of fluid removed from knee/had 80ml removed, experienced pain/severe pain and swelling while receiving treatment with synvisc one. No medical history was reported. The patient had past treatment with synvisc one (in (B)(6) 2014 with no issue). The patient's concomitant medications included ezetimibe (ezetrol) for cholesterol and rabeprazole sodium (pariet) for stomach, fenofibrate, cyanocobalamin (vitamin b12), multivitamin, calcium ubidecarenone (coenzyme q10), cefalexin (cephalexin), acetylsalicylic acid, calcium pantothenate nicotinamide/pyridoxine hydrochloride/riboflavin/thiamine hydrochloride (vitamin b complex). On (B)(6) 2015 at 10:30am, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml (frequency, lot/batch number and expiration date not provided) into unspecified knee for knee osteoarthritis. The same day, (by 4pm), the patient experienced severe pain and swelling in his knee. It was reported that the patient needed crutches to walk. On an unknown date in 2015, the patient experienced erythema. On (B)(6) 2015, the patient had fluid retention in knee and 120cc of fluid removed from the knee. On (B)(6) 2015, the patient had 80cc of fluid removed. On an unknown date in 2015, the patient experienced cellulitis (septic joint) and was prescribed antibiotic coverage for possible cellulitis (septic joint). On (B)(6) -2015, the patient reported that he felt there was about 40cc of fluid once again which needed to be removed. As of the same day, the patient still had swelling in the knee. Corrective treatment: cellulitis, septic joint and erythema: antibiotics, fluid retention in knee/120ml of fluid removed from knee/had 80ml removed: aspiration and antibiotic. Swelling: not reported; pain/severe pain: crutches. Outcome: not recovered for swelling, pain/severe pain and fluid retention in knee/120 ml of fluid removed from knee/had 80ml removed; unknown for erythema, septic joint and cellulitis. Seriousness criteria: required intervention for cellulitis, septic joint, erythema and fluid retention in knee/120ml of fluid removed from knee/had 80ml removed. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the product lot number was not provided, therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse event to determine if a CAPA was required. Additional information was received on (B)(6)-2015. Ptc results were added and the text was amended accordingly. Additional information was received on (B)(6)-2015. Ptc results were added and the text was amended accordingly. Additional information was received on (B)(6)-2015. This case initially considered non-serious was upgraded to serious as serious events of erythema, cellulitis and septic joint with seriousness criteria as required intervention were added with details. The event of "fluid retention in knee/120ml of fluid removed from knee/had 80ml removed" previously considered non serious was upgraded to serious with seriousness criteria as required intervention. The event term was updated from "pain" to "pain/severe pain" and from "fluid retention in knee" to "fluid retention in knee/120ml of fluid removed from knee/had 80ml removed". The concomitant medications (fenofibrate, cyanocobalamin, multivitamin, calcium, ubidecarenone, cephalexin, acetylsalicylic acid, calcium pantothenate/nicotinamide/pyridoxine hydrochloride/riboflavin/thiamine hydrochloride) were added. The suspect product start date and indication was added. The event onset date of "fluid retention in knee/120ml of fluid removed from knee/had 80ml removed" was updated from (B)(6)-2015 to (B)(6) 2015. The action taken was updated from no action taken to not applicable. Clinical course updated and text was amended accordingly.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(6) 2015: this case concerns an elderly male patient who received treatment with synvisc one and developed cellulitis, septic joint and erythema and received required intervention and treatment with antibiotic coverage. The causal role of synvisc one cannot be denied for the occurrence of the event. However, role of multiple concomitant medications cannot be underestimated either.